Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 35mm amplatzer pfo occluder was selected for implant. During deployment a device deformation was noted. The device was exchanged for another 35mm amplatzer pfo occluder which was successfully implanted. The patient was reported to be in stable condition.